Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the adaptor snap-lock would not hold the catheter. The patient was re-catheterized. There was no reported harm or injury to the patient.